Event description:
Healthcare professional reported right side ¿chronic lipophagic granulomatous inflammation¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 e3 h6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Disregard the previous report of capsular contracture baker grade ii as it was not a reportable event. Clarification to reason for reoperation: "both prostheses show modest signs of contracture. Modest ductal ectasia bilaterally."

Manufacturer narrative:
Continued: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Later healthcare professional confirmed capsular contracture, baker grade ii. The device has been explanted and replaced with non allergan product. This record relates to right side.